Manufacturer narrative:
Continuation of d10: product ID 8709, serial# (B)(6), implanted: (B)(6) 2006, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 20-dec-2007, UDI#: (B)(4), h3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown) 2000 mcg/ml at 404.7 mcg /24hr via an implantable pump. It was reported patient experienced no symptoms. The issue occurred during a surgical procedure to upsize a pump from a 20cc to a 40cc. During the procedure the catheter was not able to be aspirated through the catheter access port (cap). Then the sutureless connector was unable to be disconnected. Added a new sutureless connector (8578) and the catheter was able to be aspirated through the cap of the new pump when connected. As previously described aside from multiple aspiration attempts and turning the aspiration needle several times during these attempts. It was reported that the issue resolved with patient's status being "alive-no injury". The patient's weight and medical history was asked but made unknown.

Manufacturer narrative:
H3. The returned pump passed all testing in the laboratory and no anomalies were identified. Analysis of the catheter identified damage to the connector that is consistent with difficulty detaching the catheter from the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.